Event description:
It was reported during implant the physician could not advance the stylet through lumen of the lead. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.